Manufacturer narrative:
The device referenced in this report was returned for evaluation. Engineering investigated the issue via tfs defect 572202. The root cause was found to be stack damage (delamination) by user mishandling. The user is advised to use extra caution when handling the imaging area of the catheter.

Manufacturer narrative:
The device referenced in this report has not been returned to siemens for evaluation. If additional information is received or if the device is returned at a later date, this report will be supplemented.

Event description:
It was reported that when the doctor was trying to view the septum using an intracardiac echocardiography (ice) catheter during an atrial septal defect (asd) procedure, the catheter displayed poor imaging. The doctor removed the catheter and a replacement catheter was reinserted to complete the procedure. There was a delay of 10 minutes while the new catheter was prepped. There was no loss of data and there was no patient adverse event reported. No additional information was provided.